Event description:
Upon investigation, while turning on unit the air compressor would try to compress air but was not able to work properly and giving a pump alarm immediately. During internal investigation, the fva assembly was taken out to check for any damaged parts to the ipc tubing and to the ipc rear housing. A new air compressor was placed into the unit and turned on. The new air compressor was able to run properly within the unit and didn't give a pump alarm. Dynaflo air compressor will be replaced during repair.

Event description:
The following has been reported. Biomed reported pump problem. A preliminary review of the logs shows the following: mechanical hardware failure (air compressor). An active infusion was delayed (per review of the logs). Reporting due to the referenced issue. No adverse effects were reported.. More information is needed to complete the investigation.